Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to two broken screws, pain and a dropped foot.

Manufacturer narrative:
No device or photos have been provided. These devices had an in vivo time of approximately 5 weeks. These devices are used in the treatment of the patient. Surgical notes, dated (B)(6) 2014, stated that tha was for severe osteoarthritis and osteonecrosis. It was noted that there was severe bone on bone arthritic changes and osteonecrosis with large central divot. The final tha was noted to be stable with excellent range of motion. No complications were noted. Surgical notes, dated (B)(6) 2014, stated that the revision was for acetabular spin out and a broken screw. It was noted that the patient felt a popping and snapping sensation then dislocation the next day. The shell was found to be positioned in extreme abduction and retroversion. One of the two fixation screws was found broken; it is unknown which of the provided lot numbers fractured. All the acetabular components were removed and replaced. With the information provided, a definitive root cause cannot be determined.